Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove a polyp during a colonoscopy procedure performed on an unknown date. During the procedure, the nurse opened the snare and while pulling to close the polyp, the entire snare loop fell out of the catheter. They were not able to retrieve the snare loop. The procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of snare loop detached.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of snare loop detached. Imdrf patient code e2008 captures the reportable event of unretrieved device fragments. Block h11: block h6 (device codes) has been corrected.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove a polyp during a colonoscopy procedure performed on an unknown date. During the procedure, the nurse opened the snare and while pulling to close the polyp, the entire snare loop fell out of the catheter. They were not able to retrieve the snare loop. The procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.